Manufacturer narrative:
(B)(6). PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs), they captured a 0.8-0.9 mm stone with a ncircle tipless stone extractor and discovered it was to large to remove. They attempted to release the stone, but the basket would not open any more and the stone could not be released. They cut the basket outside the patient, close to the handle, went in with a laser and broke the stone up that was still inside the basket and they were able to remove the device. They used another basket to retrieve the stones. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One ncircle tipless stone extractor returned to manufacturer for investigation. The returned packaging confirms the reported lot number 8938561. The coil assembly was returned pulled out of the basket sheath. The device was returned with the handle in the opened position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. Visual exam notes the basket sheath is kinked at distal tip of the support sheath. The basket sheath is severed 1.5 cm from distal tip of the support sheath. 2 cm of coil is exposed. The distal segment measures 109 cm in length. The returned coil assembly coils are stretched out and knotted around itself. The appearance of the returned device indicates the device appears to have met resistance beyond its intended design. A review of the device history record found there were no non-conformances related to the reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8938561. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The event information states the device was cut by the user after the basket failed to open enough to release the stone. The condition of the returned device prevented a determination of what damage was caused by the user and what may have occurred during use. It was not possible to determine a cause for the reported issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.